Event description:
A malfunction was reported with a pump by the customer, identified as malfunction code 9, which was resettable. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer with resetting it, after which no further issues occurred. The customer was advised to continue using the pump and to reach out again if the malfunction recurred.